Event description:
In an article titled "tuberculous spondylitis and paravertebral abscess formation after kyphoplasty", the following event was reported: a physician performed a balloon kyphoplasty procedure in level l1 in a patient with an undiagnosed pulmonary and possible spinal tuberculosis. Two weeks post procedure, the pt presented with fever and general weakness. An MRI scan revealed l1 spondylitis and paravertebral abscess formation prompting intensive antibiotic therapy, however, without any improvement. Extensive revision surgery with laminectomy, posterior instrumentation and disc resection were performed, however, the discal biopsy brought only nonspecific results. Only a second surgical intervention with corporectomy with subsequent histologic examination pointed to a tuberculous infection confirmed by pcr and cultures. Despite specific antituberculosis treatment, a psoas abscess and a suprainfection with a resistant (B) (6) developed, leading to sepsis with multiple organ failure and death. No add'l info was reported.

Manufacturer narrative:
Report source: article titled, "tuberculous spondylitis and paravertebral abscess formation after kyphoplasty" by roland ivo, md, rolf sobottke, md, harald seifert, md, monika ortmann, md, peer eysel, md. Device not returned, followed up with author.